Manufacturer narrative:
Visual exam revealed deep gouging and scratches on the outer diameter of reamer where it comes into contact with the guide. Device history and receiving inspection records were reviewed with no issues noted. Functional gage testing was performed with no issues noted. The locking tabs were noted to be slightly bent outward. This device was used for treatment. No other reports of this nature have been received for this part/lot number combination. The surgical technique for preparation of the patella using the zimmer patella reamer indicates proper use is to insert the reamer into the insetting guide and then "bring reamer up to full speed and advance slowly until the prominent high points are reamed off". Reaming without the blade fully locked into the reamer or reaming off axis could result in bending the locking tabs and cause the issue reported. A definitive root cause cannot be determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
While surgical preparations took place, it was noted the nexgen patella reamer blade would not fit into the appropriate patella reaming guide.